Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead oversensing noise with multiple short interval counts (sic) and high pacing lead impedance. The lead is suspect of a fracture. The lead was partially extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead measuring 12cm was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.